Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/05/2007. Information anticipated, but unavailable at this time.